Manufacturer narrative:
(B)(4). The customer reported to have replaced the breath delivery unit (bdu) printed circuit board (pcb). The service engineer (se ) uploaded the operational software only and performed the device evaluation. The unit passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that an 840 ventilator had a vent inop condition and the device stopped cycling. The ventilator was not in use on a patient at the time the malfunction occurred.